Event description:
It was reported that entrapment occurred. Vascular access was obtained via the right femoral artery. The 100 stenosed, 2.50 x 14 mm, eccentric, de novo target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca) artery which had a significant bend of 45 degrees or less. The physician utilized a non-boston scientific (non-bsc) guiding catheter along with a non-bsc guidewire to access the right coronary artery (rca). Following pre-dilation with a 1.00 x 10mm non-bsc balloon, a 2.25 x 20.00 mm agent dcb was advanced but could not to cross the lesion. Further dilation was performed using a 2.00 x 15 non-bsc balloon, however, the agent dcb got stuck before reaching the lesion. The physician decided to use another non-bsc guidewire as a buddy wire and successfully completed the procedure by treating the distal rca with another agent dcb. There were no patient complications and patient was stable post procedure.